Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the article. Device was implanted at time of event. Date of the event has been entered as 01oct2022 as the data was collected between 01oct2006 and 01oct2022. Georgetown university school of medicine, washington, d.c.; medstar heart and vascular institute, medstar washington hospital center, washington d.c.; helmsley electrophysiology center, department of cardiology, icahn school of medicine at mount sinai, new york, ny bermudez, f., rizk, a. A., shah, m. H., sheikh, f. H., & oates, c. P. (2025). Ventricular arrhythmias in patients with cardiac sarcoidosis following left ventricular assist device implantation. Journal of cardiac failure, 31(2), 485-488. Doi:http://dx.doi.org/10.1016/j.cardfail.2024.10.442. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "ventricular arrhythmias in patients with cardiac sarcoidosis following left ventricular assist device implantation" that the heartmate 3 may be associated with ventricular arrhythmias (va), the need to undergo a heart transplant and death. This retrospective single center study evaluated 543 patients who underwent durable left ventricular assist device (lvad) implantation from 01oct2006 to 01oct2022. 39 of these patients has cardiac sarcoidosis (cs) with a mean age of 51 and the remaining 504 patients had other non-ischemic cardiomyopathies (nicms) with a mean age of 55. Of the patients with cs, 26 were male, 15 had a history of ventricular tachycardia (vt), 5 had a history of vt ablation, 28 had an implantable cardioverter defibrillator (ICD) present at implant, 6 had an ICD shock in the 7 days prior to implant, 6 had a preoperative electrical storm, and 19 had a heartmate 3 implanted. Of the patients with nicms, 346 were male, 170 had a history of ventricular tachycardia (vt), 18 had a history of vt ablation, 337 had an implantable cardioverter defibrillator (ICD) present at implant, 42 had an ICD shock in the 7 days prior to implant, 17 had a preoperative electrical storm, and 216 had a heartmate 3 implanted. A majority of patients with cs had an interagency registry for mechanically assisted circulatory support (intermacs) score of 1-2 at the time of lvad implantation (n=25,64.1%), and 28.2% of patients with cs received lvad implantation as destination therapy. Prior to lvad implantation, 20 patients (51.3) were receiving immunosuppression. 322 of patients with ncims had an intermacs score of 1-2 at the time of lvad implantation, and 40.2% of patients with ncims received lvad implantation as destination therapy. There was no significant difference in the preoperative incidence of sustained vas between patients with cs and patients with other nicms (vas:38.5% vs 33.7%; p=0.212). After lvad implantation, early ventricular arrhythmias (less than or equal to 30 days after lvad implantation) and late ventricular arrhythmias (greater than 30 days after lvad implantation occurred more commonly in patients with cs compared to patients with other nicms (early ventricular arrhythmias 23.1% vs 10.9%; p+0.023; late ventricular arrhythmias: 39.5% vs 24.6%; p=0.044). This result occurred despite there being no significant differences between the percentage of patients with cs and with other nicms who received antiarrhythmic medications following lvad implantation (cs: 46.2% vs nicm: 32.9%; p=0.113). After lvad implantation, 23 patients with cs (59.0%) received immunosuppression. There were no significant differences in 30-day mortality rates between the 2 groups after lvad implantation (cs: 0% vs nicm: 6.2%; p=0.111). Among patients surviving greater than 30 days, all-cause mortality was comparable in both groups (cs: 43.6% vs nicm: 47.1%; p=0.679). There was no significant difference in transplant free survival rates without ventricular arrhythmias in the 2 groups (hr 0.66295% ci 0.389-1.127; p=0.5128).

Manufacturer narrative:
Section b: report type and outcome corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported patient outcomes could not be conclusively established through this evaluation. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1, ¿introduction¿, adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.